Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2011, with an abdominal aortic aneurysm that was treated with gore¿ excluder¿ aaa endoprosthesis. The patient presented with an aorto-enteric fistula on an unknown date that caused infection of the implanted devices. The infection was treated with antibiotics. The patient expired on (B)(6) 2021, due to myocardial infarction and sepsis.